Manufacturer narrative:
Age not provided but patient is an infant. The customer¿s report of a set leaking at the pump segment was confirmed. Visual inspection showed that the silicone segment had a 0.0278 inch tear near the upper fitment. Examination under magnification showed no crush marks to the upper fitment. Functional and pressure testing resulted in a leak from the silicone tubing near the upper fitment. The root cause of the leak was a tear in the silicone segment. The root cause of the tear could not be determined.

Event description:
The customer reported the that the pump segment leaked smoflipid during an infant's infusion. The customer tested the set while it was not in the device and was unable to find the exact location of the leak. There was no patient harm.